Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported gem 20dp mc .2mf 2ss dehp-free had its tubing rupture. The following information was provided by the initial reporter: "tubing noted to have small holes in area from which removed from pump."

Manufacturer narrative:
H.6. Investigation: a complaint of a set leaking due to small holes in the pumping segment was received from the customer. A sample was returned for investigation. Through visual inspection, the customer complaint was confirmed. There were small tears found in the pumping segment. A device history record review could not be performed on model 10015012 because a lot number was not provided by the customer. The root cause for this defect is misloading the tubing into the pump. The pumping segment should be loaded from top to bottom. Misloading can cause the small tears in the tubing segment like the ones seen on this sample. H3 other text : see h.10.

Event description:
It was reported gem 20dp mc .2mf 2ss dehp-free had its tubing rupture. The following information was provided by the initial reporter: "tubing noted to have small holes in area from which removed from pump."